Event description:
An implantable pulse generator (ipg) system was returned from an unknown funeral home with no information. Information identified in the manufacture¿s data base indicated the patient died approximately within a year post implant of the ipg system. A date of death is not provided or known and the date of implant to the date of receipt is less than one year. The ipg system was implanted on (B)(6) 2013 and the device system was returned (B)(6) 2013. A cause of death was requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant: product ID 5076-58 implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary # product ID# adsr01 the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.